Manufacturer narrative:
Per the user facility biomedical engineer (biomed), the half inch female coupling was replaced, which resolved the leak.

Manufacturer narrative:
The reported complaint was confirmed based on the user facility's biomedical engineer's confirmation that the replaced coupler fixed the leak. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the user facility¿s biomedical engineer (biomed), the issue was discovered while cleaning the unit. There was calcium build up that prevented a good seal. Connecting and disconnecting the fitting temporarily solved the leaking.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit had a water leak. There was no patient involvement.